Event description:
The nurse reported that the central nurse's station (cns) displayed a "network service disconnect" error message after spontaneously shutting down.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, the clinical staff at (B)(6) reported that the central nurse's station (cns) (pu-621ra sn: (B)(6) ) displayed a "network disconnect" error. The unit was reported to spontaneously reboot on its own, after which it displayed the network "network disconnect" error message and was unable to launch the cns software. Service requested/performed: nka technical support (ts) advised the customer to check the network connection on the back of the cns and wall. A patch cable was found to be unplugged. Nka ts advised the customer to plug the cns into the printer port wall jack and the cns was able to resume operation. Nka ts advised the customer that the cable run should be examined by their it. Approximate downtime of the cns was 1 hour, and the unit was monitoring telemetry patients. Investigation summary: the root cause is determined to be a failed network cable. Management and maintenance of cables are performed at the user facility as it is not within nka control.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a "network service disconnect" error message after spontaneously shutting down. Someone had unplugged the patch cable from the patch panel for the cns and printer. Plugging it in did not resolve the issue. A temporary solution was to plug the cns into the printer port wall jack, which disabled the printer. Their it dept. Will need to find a fix for the bad cable run. No patient harm was reported on the tele patients. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns: transmitters: no model or sns were provided.

Event description:
The nurse reported that the central nurse's station (cns) displayed a "network service disconnect" error message after spontaneously shutting down.